Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump is alarming button error and they cannot clear it. Their battery ran out the night prior so they inserted a new one this morning. They said that their insulin pump was making a constant beeping noise and they are unable to start it up. None of the buttons change the screen and they are out of insulin. The customer¿s blood glucose was unknown. The customer wants to change the reservoir and they are unable to do anything because it is stuck. They stated that prior to the button error alarm, their insulin pump alerted low battery and alarmed high predict. The customer was advised to remove the battery for 5 minutes and insert a new one after the insulin pump had rested for 5 minutes. After doing so, the customer stated that the buttons were still not responding and a constant tone occurred. The time clock did advance one minute. The insulin pump was returned for analysis.

Manufacturer narrative:
Pump received with no (act, escape and up) button response due to corroded keypad traces. No button error alarm and no audio/vibrate anomaly during testing noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.